Event description:
The customer reported device is not displaying return volumes and has flow sensor error during use on a patient on the vela ventilator. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10 "results of investigation: vyaire filed service representative went onsite to evaluate the device. Technician arrived on site replaced main board and performed calibrations. Unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.